Event description:
Medtronic received information that a medtronic transcatheter bioprosthetic valve was implanted into a failed toronto spv due to aortic insufficiency. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).